Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
The supervisors pinched an inner cannula about halfway down and noticed that it produced a crease in the inner cannula. There was no patient involved.

Manufacturer narrative:
(B)(4). Two samples were received for evaluation. A visual inspection was performed and it was observed the tubes were damaged and both tubes presented cracks. All manufacturing controls were found effective and properly implemented and maintained.